Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead (B)(6) 2013.

Event description:
It was reported that the day after the implant, x-rays showed that the atrial lead was dislodged. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.